Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9233 (batch number obscured/faded due to discoloration) was received for investigation. Visual inspection identified remnants of contaminant debris when the broach was functionally tested. The most likely cause for the reported failure is use error related to cleaning of the device.

Event description:
On 01/10/2022 it was reported by a sales representative via (B)(4) that an ar-9233 constant cement and human tissue stuck in grooves on items despite multiple runs through spd.